Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient thought their recharger paddle was going bad and was broken. They charged for 7 hours the day prior to the call with all 8 coupling boxes and it only charged from 1/2 to 3/4. The same issue happened in the last two or three times they charged their device. They typically charge every 5 days however they weren¿t using their therapy as much since they had their hip replaced as they have been in rehab. After charging for seven hours the antenna got hot but there was no temperature screen on the implantable neurostimulator recharger (insr). It was reported that the event had been occurring since (B)(6) 2015. The patient received a new antenna but was still having charging issues. They reached 75% full and for two hours after that it wouldn¿t fill the last 25% but then they would take the antenna off and it would show a full battery. It was clarified that the full battery the patient was seeing was the insr battery. The patient was going to reset their device and try charging again to 100%. The patient reported that their stimulation was off while recharging. Additional information received from the patient reported that they could not figure out the increased time for charging and the device would only charge to 3/4 full. It was stated that the patient had no physical symptoms associated with the recharging issue. The patient found that ¿the difference was in the charge¿ and they now knows that 3/4 charge is all they could get. A month later, the manufacturer representative reported that the insr would only charge to 75% and would not charge to 100%. It was stated that the insr was currently at 75% and plugged, and was flashing to 100%. The icon on the top line showed a fully charged insr and the manufacturer representative was wondering about this discrepancy. It was noted that there was nothing frayed or loose on the insr connection sites while charging. The desktop charger (dtc) was unplugged from the insr then plugged back in; no charging was showing on the insr, only the top row showed, and the insr icon displayed a full insr. The dtc was plugged back into the insr and the insr screen showed 75% insr charge level flashing to 100%; it was reviewed that this was how the insr functioned. The patient reported via the manufacturer representative that the implantable neurostimulator (ins) was not getting to 100% like it used to and a replacement insr was requested. It was determined that the patient was only charging the insr while she was charging the ins. The manufacturer representative provided further patient education regarding expectations of recharging the insr as what the patient was experiencing was expected and appropriate. The insr was not replaced as it was determined there was not a need for replacement as troubleshooting had resolved the issue with the insr. There were no reported patient symptoms. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.